Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient spouse stated the patient was driving his tractor in the field but stopped the tractor and got off because he was not feeling well. The patient was found unresponsive by his wife, emergency medical services (ems) was called and he was transported to the hospital. When the patient was found, his cgm displayed 56 mg/ml; however, his bg per ems was 11 mg/dl. The patient was treated with glucose and fluids via intravenous (IV) therapy and was discharged from the emergency department. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.